Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It has been reported that there was a difference in readings of 100 mg/dl points. On (B)(6) 2023, the patient was at work and passed out. She was found on the floor by the store manager who called for an ambulance. The patient stated that prior to passing out, she did not feel any symptoms. When paramedics arrived, they transported the patient to the hospital. That patient could not remember what treatment she received in the ambulance but remembered that when they checked her bg at the hospital it was 23 mg/dl and the cgm was 100 points off. The patient was hospitalized for four days in the intensive care unit (ICU). While in the hospital she was treated with a sugar water drip and IV glucose. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.